Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml via an implantable pump. It was reported that the physician decided that he was going to put in a new catheter into the patient¿s brain ventricles to try to and get even better results for the patient. The physician stated that the patient was getting pretty good therapy for the patient with the baclofen pump, however decided to place a new catheter into the patient¿s brain ventricle to try and get an even better therapeutic result. There were no known environmental, external or patient factors that may have led or contributed to the issue and no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was a new catheter was placed. The physician partially explanted the old catheter, cutting the catheter, tying off and leaving a portion of the catheter that was intrathecal. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. Additional information was received on 13-oct-2021 that reported the physician revised the catheter that he placed into the ventricle. The catheter had pulled slightly away from where it was originally planted so he reopened the anchor site on the scalp and repositioned the catheter. The patient¿s dystonia had improved but the physician noticed recently that it had declined somewhat and they discovered the catheter had moved when they did a scan.